Event description:
This phacoemulsification handpiece would not function during a cataract extraction procedure. Another handpiece was used.

Manufacturer narrative:
The aspiration tube was found to be bent, there was physical damage to the body of the handpiece and the nose cone was dented. This handpiece was replaced.